Manufacturer narrative:
Corrected section: initial reporter name and address. Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number /serial number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was unable to evaluated for connector function. One of the connectors was observed to be disconnected from the cord. The disconnected connector was returned for evaluation. An electrical evaluation was unable to be conducted as a result of the detached connector. Based on the returned condition of the device, the reported failure "failure to deliver energy" was confirmed as well as for the analyzed failure "break". We cannot confirm the age, sterilization or usage history of this reusable, non-serialized OEM device for which the lot number was not provided.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable lost power. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable lost power. A replacement device was used to complete the procedure. The hospital did not report any patient effects.